Event description:
A pericardial effusion was observed due to a cardiac perforation. The lead was not repositioned,and it resolved on its own. The patient would be seen for routine follow-up.

Manufacturer narrative:
No medwatch form was received.